Event description:
It was reported that a spectrum infusion pump's first column of buttons were not working. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "first column of buttons not working" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was on/off key not working on the keypad. The keypad required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.